Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that patient presented the day after a defibrillator replacement experiencing high impedence and rapid increase in thresholds. Pauses were seen on the electrocardiogram. A potential lead fracture was suspected. The output of the device was reprogrammed and the following week the pocket was reopened and the right ventricular lead pin was re-inserted into device header. The lead and defibrillator remain implanted. There were no patient complications reported as a result of this event.